Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the percutaneous extension found no significant anomalies. The extension wires were cut through and product was segmented upon arrival. All four setscrews were missing from the distal end and they were not returned. With a known good quad lead and percutaneous extension boot, the boot fit over the lead and extension without issue. The continuity was acceptable on both extension segments and no shorts were seen (dry).

Event description:
It was reported that the physician had difficulty inserting the boot over the connection between the lead and temporary extension during a stage I advanced trail. The physician was advised to squeeze the air out of the ¿nipple end¿ of the boot prior to sliding in place. This did not prove helpful. The physician then moistened the boot with sterile water to provide lubrication to slip the boot completely over the connector. The physician had to use reasonable force and had great difficulty sliding the boot far enough to cover all 4 connector pins, so that a suture could seal the pins. The physician was not able to completely cover the end of the connector and the boot backed away while applying the suture. It was noted that the electrode pins were slightly bent and the clasps inside the connector were broken. The lead remained intact. The impedance was measured on all electrodes and found to be fine. All electrodes produced a motor response at the third sacral vertebrae (s3) under an amplitude of 1volt. A new kit was opened and th e replacement extension was connected to the lead. The extension and boot were easily connected and secured. It was further noted that the previous boot seemed very tight when sliding it over the first connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.